Event description:
This case was reported by a consumer and described the occurrence of peripheral neuropathy in a (B)(6) old female pt who received gsk denture adhesive (formulation unknown) (super poligrip) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started gsk denture adhesive (formulation unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the pt experienced peripheral neuropathy, nail pain, finger pain and toe pain. Treatment with gsk denture adhesive (formulation unknown) was discontinued. At the time of reporting, the events were unresolved. Original contact was not an ae report. Follow up received on (B)(6) 2011 contained adverse events of peripheral neuropathy, pain in nail beds, pain in fingers and pain in toes. The use of super poligrip was discontinued. Ae follow up received via e mail (B)(6) 2011 that upgraded the case to serious: consumer reported that she had been diagnosed with peripheral neuropathy at the age of (B)(6). Consumer also reported that she suffers from renal failure. This case is considered medically serious by gsk. Outcome was not reported.

Manufacturer narrative:
(B)(4).